Event description:
A low glucose readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified low sensor scan results compared to unspecified readings obtained on the unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced unknown symptoms and was unable to self-treat. The customer had contact with healthcare professional (HCP) who obtained 27.9 mmol/L on HCP meter, compared to a sensor scan result of 5.0 mmol/L. When the provided results were plotted on a Parkes Error Grid, fell into the D zone showing the difference in values to be clinically significant. The length of the wear was 5 days. The customer required administration of intravenous insulin (dose/type unknown) from HCP for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.